Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
A fractured abutment had led to the implant removal. Ds implants is not the manufacturer of the fractured abutment that caused the event.